Event description:
A cartridge alarm was reported by the caller, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to receive a replacement pump, and it was confirmed that the new pump would have updated software. The customer was informed about using multiple daily injections as backup therapy, given instructions on returning the problematic pump, and acknowledged the need to program settings and connect their continuous glucose monitor to the new pump.